Event description:
Country of complaint: (B)(6). Wound healing disorder of subcutaneous tissue.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: samples received: 2 unopened pouches. There is one previous complaint of this code batch from the same end customer. There are no units in OEM stock. Tightness testing showed received units are tight. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill requirements. In the same sterilization cycle there have been many products and we have not received any other complaint regarding these products. Sterilization method using ethylene oxide has been validated for this product. Novosyn biocompatibility has been tested according iso 10993 series in numerous experiments and the harmlessness of novosyn was proven. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.